Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation, and developed a rash at sensor patch adhesion site and surrounding area. Against user guide recommendations, patient's mother stated that patient applied sensor patch to arm. Patient's mother stated that medical intervention by a general physician was sought on (B)(6) 2014, and skin ointment was prescribed. No further medical intervention was necessary.